Event description:
Maude event report no. (B)(4), dated (B)(6) 2013 was received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing location changed from synthes (B)(4) to synthes USA. Device is an instrument and is not implanted/explanted. Placeholder.